Event description:
It was reported that prior to starting a da vinci surgical procedure, wires were noticed at the tip of the small grasping retractor instrument. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found that the instrument pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. This complaint is being reported because of the broken pitch cable found during failure analysis.